Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator required preventive maintenance. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the device display turned completely black. The lcd was replaced and the device passed all tests. The lcd was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator required preventive maintenance. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the device display turned completely black. The lcd was replaced and the device passed all tests.